Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device passed the self-test. The customer¿s blood glucose during the incident was unknown. Customer stated that the pump was not alarming all the time and audio options menu in the pump was set to audio. Customer reported that they were having trouble hearing the beeps. Customer reported the pump beeped during the tone test. Customer reports the pump vibrated during the vibrate test. The customer was advised to monitor the pump. The device will be returned for analysis.